Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking the packaging was found to be damaged. It was noted that the carton was not damaged. While unpacking the flexima drainage catheter the customer noticed that the product/packaging was damaged and the device was no longer sterile. There was no patient involvement.